Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect turbine assembly and main pcba (printed circuit board assembly) components for evaluation. The turbine assembly was installed on a known good unit and powered up in operation mode. The representative was able to duplicate the reported issue and isolated root-cause of the vent inop (inoperable) alarms to the turbine interface pcba that is corrupted. The main pcba was also evaluated by the carefusion failure analysis representative. The faulty part was installed on a known good unit and powered up in service mode. The event error log found multiple motor fault, eeprom (electronically erasable programmable read only memory) write failure, and xdcr (transducer) fault occurred events. The representative was unable to duplicate the motor fault issue, but was able to duplicate xdcr fault which was isolated the root-cause to be pt 801 that has failed on 60 cmh20 pressure transducer calibrations. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, low pip (low peak inspiratory pressure), low ve (low minute ventilation), high rate alarms. The customer reported running calibrations, but the issue was not resolved. There is no report of patient involvement associated with the event.